Manufacturer narrative:
H3: evaluation determined that distal bearings are detached. The likely cause of failure could not be determined. It was also noted colorband is discolored, leg is worn and bur stuck inside the attachment. 3. Date of event: (B)(6) 2024, actual date of incident is not known at this point of time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not a complaint. It was reported that there was no patient involvement. Repair request escalated to product event due to customer indication that this report is a complaint.